Manufacturer narrative:
Correction to section g3: the initial report was incorrectly submitted with a g3 date of 05aug2023; the correct g3 date is 08aug2023. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from 30jul2023 through 05aug2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU),rev. C, is currently available. Section 1 of this document lists potential adverse events, including cardiac arrhythmia and other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 of the IFU lists hypovolemia as potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have ventricular tachycardia when the patient¿s pacemaker was interrogated. The patient was hypovolemic and had experienced an episode of confusion and vision changes. Oral diuretics were held, electrolyte assessment and fluid optimization were performed, and the patient was educated on maintaining hydration. A head CT and labwork were both normal. The event resolved and the patient was discharged on (B)(6) 2023.